Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and failed due to lcd damage and pictures were taken. A receiver boot test was performed and failed. A receiver download was performed and failed due to lcd damage. Confirmation of the complaint was undetermined. The probable cause was not found. No injury or medical intervention was reported.